Manufacturer narrative:
(B)(4).

Event description:
There were unspecified problems with the pump. There was no specific report of alarms or stalls. The pump was replaced. The existing catheter was left in place. Patient symptoms prior to replacement and patient outcome were not reported.